Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous superficial femoral artery. The vessel was pre-dilatated with an unspecified balloon. The 7.0x60mm supera self-expanding stent system was advanced to the lesion with resistance felt with the 6fr unspecified catheter. When attempting to deploy the supera stent the shaft kinked and the stent only partially deployed. The supera was removed under fluoroscopy and new supera was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device and the 6f catheter were bent in the heavily calcified, moderately tortuous anatomy resulting in the reported difficult to advance. When attempting to deploy the supera stent inadvertent mishandling resulted in the reported shaft kink; thus, resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.